Event description:
The patient¿s generator was replaced. The generator was discarded and will not be returned to livanova. No additional or relevant information has been received to date.

Event description:
Programming history was reviewed for the generator. High impedance was seen intermittently in the programming history. No other anomalies were seen. No relevant surgical intervention has occurred to date. No additional or relevant information has been received.